Event description:
It was reported by the affiliate that during an unknown procedure, instrument did not fire, then 2 clips were fired at once, after this instrument didn't fire at all. Surgeon took new instrument. No further info available. Unknown how case was completed. There were no adverse consequences to the pt. One device will be returned.

Manufacturer narrative:
Intermittent feeding. The analysis results found that the instrument was returned in good visual condition. The instrument was fired and the clips were intermittently fed into the jaws. The instrument was disassembled, and no anomalies were found. No conclusion could be reached based on the analysis results, as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed, and no anomalies were noted during the manufacturing process.